Event description:
Caller reported accidental insulin over-delivery during a fill tubing step while connected to the pump. The customer's blood glucose (bg) level was 65 mg/dl with ¿impaired verbal communication¿. Customer addressed the decreased bg by consuming carbohydrates and juice. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.